Event description:
A non-healthcare professional reported suction lost in the unknown eye of the patient during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review was performed, the first vacuum check was not finished successfully, and the info message suction pressure pump one too low appeared once. The vacuum check was repeated and finished successfully. In the review period a total of twenty five treatments were finished successfully, and two treatments were aborted. The treatments were aborted with the info message of vacuum exceeds limits and treatment is aborted. Repeat vacuum check. The vacuum pumps were shut off. The first aborted treatment took place on the fourth june current year. After the aborted treatment the user repeated the vacuum check. The vacuum check was not finished successfully, and the info message of suction pressure pump one too low appeared once. After repeating the vacuum check again, the check passed without further issues. The second aborted treatment took place on the fifth june current year. After the aborted treatment the user repeated the vacuum check. The vacuum check was finished successfully without issue. Review of the logfiles for the treatment or event date does not show any other relevant warning or error messages. Due to reported loss of vacuum the field service engineer exchanged the connector, vacuum, twin tube fem and plug, connector, twin tube of the femtosecond laser two hundred device. After the exchange the system passed the vacuum test several times. The device was working within specification. Further information about the replacement were requested, but not received. No complaint related product returned for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).